Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that there was poor coupling with recharging. The patient reported getting the reposition antenna screen on the recharger and confirmed she pressed the stimulation on/off button on the recharger without having the antenna over the implant. The patient placed the antenna over the implant and reported getting 4 coupling bars. The patient turned the antenna dial once and reported getting 6-8 coupling bars. The poor coupling issue was resolved. The patient also reported that she was initially told recharge once a week but further stated a manufacturer¿s representative (rep) said she would need to charge more than once because they went in and added additional groups. The patient reported that when she tried to charge on (B)(6) 2017, it had only charged to a quarter when she stopped the charge and couldn¿t get it to half. The patient reported that she did increments but it would not fully charge. The patient reported that she recharged for roughly 4 hours and thought it would be up to half due to the length of time she recharged. No further complications were reported.